Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error indicating air in line when no air in line-issue duplicated with multiple sets. There was no patient involvement.

Manufacturer narrative:
Received one device, customer complaint of, air in line issue, cannot be confirmed through, air detector test/ 50ml cassette test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period